Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced short lipothymic episode and complete heart block. It was also noted that before the explant, the rv lead was at first reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant procedure, the right ventricular (rv) lead dislodged. High thresholds, low ventricular rate and loss of capture were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.